Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter after the egia45avm reload was correctly placed in the idrive , the reload was opening and closing perfectly but didn´t fire. A new reload was used and worked perfectly. No damage to the patient. There was no injury to the patient; no additional bleeding or tissue loss and no extended or time due to this issue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 45mm articulating vascular/medium reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend for the secondary condition related to the lock ring. A secondary condition not related to the reported condition was noted. Engineering determined that interference exists between the reload and the idrive ultra adapter. This condition has been addressed in current production through a product modification. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.